Event description:
During a clinic follow-up, the device was unable to be interrogated using bluetooth (ble) telemetry. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.